Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 11 mmol/l. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Troubleshooting was performed for replace battery alarm and noticed this was the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. Advised they may continue to wear pump until replacement arrive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with normal operating currents. No replace battery now alarm or power loss noted.